Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h.10.

Event description:
It was reported when using the syringe 1ml ls 25ga 5/8in chin graphics the needle broke. The following information was provided by the initial reporter and translated to english. The customer stated: "we checked the syringe before a skin test and found that the needle core was broken, we replaced the syringe immediately."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the syringe 1ml ls 25ga 5/8in chin graphics the needle broke. The following information was provided by the initial reporter and translated to english. The customer stated: "we checked the syringe before a skin test and found that the needle core was broken, we replaced the syringe immediately."